Manufacturer narrative:
Service and repair evaluation ¿ the customer reported the clamp nut was missing. The repair technician reported missing parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item will be forwarded to the complaint handling unit upon completion of lppf. The evaluation was confirmed. Service history review ¿ service history review: lot #9488864 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 27-may-2015. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device was received for evaluation on jun 24, 2015; however, this information was inadvertently omitted from medwatch follow up #1. A product development investigation was performed for the subject device (part number, 03.111.907, compression/distraction instr for ulna osteotomy system, lot number 9488864). The subject device was returned with the complaint ¿clamp nut was missing.¿ the returned instrument was examined and it was found that the kirchner wire retention nut was not returned. The complaint condition was confirmed. The compression/distraction instrument is used with kirschner wires up to 2.0mm and is applied prior to performing the osteotomy cut. The device is intended to aid in reduction and compression of the cut bone ends in ulna osteotomies. Information is provided per the 2.7mm lcp ulna osteotomy system technique guide a review of the current subject device design drawings was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A definitive root cause is unable to be determined; however the failure mode is consistent with assembly components being lost during the sterilization process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the compression/distraction instr for ulna osteotomy system failed inspection due to a missing clamp nut. No surgical information available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional product codes for this report include hwc. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.